Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was unable to be confirmed due to unavailability of medical records and/or applicable imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Citation: abdelrahman I. Abushouk, md, nikolaos spilias, md, toshiaki isogai, md, tikal kansara, md, ankit agrawal, md, essa hariri, md, omar abdelfattah, md, amar krishnaswamy, md, grant w. Reed, md, rishi puri, md, james yun, md, and samir kapadia, md ''three-year outcomes of balloon-expandable transcatheter aortic valve implantation according to annular size''. Investigation is ongoing.

Event description:
A review of medical article ''three-year outcomes of balloon-expandable transcatheter aortic valve implantation according to annular size'' was performed. The aim of this study was to evaluate the association between the aortic annulus size and tavi clinical and hemodynamic outcomes at three years of follow-up. During a three-year follow-up period post tavi with sapien 3 valves moderate-severe ppm (''defined as moderate when the indexed orifice area was between 0.66 and 0.85cm2/m2 and severe when the indexed effective orifice area was 0.65cm2/m2 or less'') was observed in 243 study patients. Of these 243 study patients 76 were in the small anulus group, 130 were in the intermediate annulus group and 37 were in the large annulus group.